Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that an infusor leaked at the filling port during filling. There was no patient involvement. Additional information was requested and is not available.